Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Leak condition confirmed. Visual examination of the device revealed evidence of a leak within the bag that contained the unit. Visual examination of the unit found the cause of leakage to be a broken tubing at the junction of the luer post. Portion of the broken tubing still remained within the luer post. No correction was made to this device as it is single use; disposition is discard. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv 100 device was observed leaking before use. According to the report the device was filled with 90mg of pamidronate in 250ml of sodium chloride. In addition, according to the report, the sample was stored in an inner re-sealed bag within a second sealed amber overpouch bag. The amber overpouch and the inner re-sealable bag were both wet. The solution was noted collecting in the inner re-sealable bag and the label of the intermate unit was wet and unreadable. The problem was noted prior to product use; therefore, no patient involvement. No additional information is available.